Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a battery cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure alarm was observed on the automated impella controller (aic). It was reported that the aic was removed as a result of the issue. There was no reported patient harm.